Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced intermittent loss of capture. Interrogation was unsuccessful initially due to utilizing an incorrect programmer. Upon successful interrogation, no surface electrogram was available. Oversensing and loss of capture with a noted pause was confirmed. The pacemaker has been implanted for 16 years. Reprogramming was implemented to decrease sensitivity and increase output. Currently, all products remains implanted and in service. No adverse patient effects reported.